Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Additionally, there was oversensing with pacing inhibition noted. Pacing inhibition resulted in asystole but was less than two seconds. Additional information obtained from the field representative indicated that the cause wa not determined under fluoroscopy. The device was explanted and the lead was abandoned surgically. A new pacemaker was implanted and the chronic competitor left ventricular (lv) lead was hooked into the rv port. No additional adverse patient effects were reported.